Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the device header was examined. Visual inspection noted that the lv+, ra+, and rv+ setscrews were stuck in the up position. All other setscrews operated normally. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis was unable to confirm the clinical observation as setscrews in the up position would not hold a lead in place.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that a procedure was performed to replace this cardiac resynchronization therapy defibrillator (crt-d) with an implantable cardioverter defibrillator (ICD). During the procedure, rate/sense portion of the implantable defibrillation lead and the right atrial (ra) lead could not be removed from the device header due to stuck setscrews. The leads were surgically abandoned. A new rate/sense right ventricular (rv) lead was implanted and the ra port was plugged due to chronic atrial fibrillation (af). The chronic shock portion of the lead remains in service with the new device. No adverse patient effects were reported.